Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The iabc central lumen within the flex-tip assembly area was noted damaged; the wire round (part of the flex tip assembly) was noted unraveled/broken and the iabc central lumen was noted broken within the flex-tip assembly area at approximately 5.8cm from the iabc distal tip. A bend to the iabc was noted at approximately 63.2cm from the iabc luer. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. No other visual damage or abnormalities were noted to the returned iabc/bladder. The customer also provided photos. The photos were reviewed and the product identified in the photos matches the product returned for the investigation. Furthermore, dried blood was noted within the iabc bladder membrane. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested and a leak was immediately detected from the iabc distal tip and luer end. The leak from the iabc distal tip and luer end are consistent with the previously confirmed damaged/separated central lumen. The iabc was leak tested again with the iabc distal tip and luer end blocked off; no other leaks were detected. The returned 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 5.4cm from the iabc distal tip, then the guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. Some blood noted on the guidewire. The guidewire was front loaded through the iabc luer. Resistance was noted at approximately 63cm from the iabc luer, which is the location of the previously noted bend. Then the guidewire exited the central lumen and entered the bladder at the location of the previously noted central lumen break. Some blood exited with the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab insertion difficulty is confirmed. During the investigation, the intra-aortic balloon catheter (iabc) central lumen was noted damaged/broken within the iabc flex-tip assembly area. The damaged central lumen can result in difficulty inserting the iabc into the patient. The returned intra-aortic balloon catheter (iabc) bladder was fully intact with no damage noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged central lumen. The root cause of the complaint is undetermined. A corrective and preventive action has been initiated to further investigate the issue.

Event description:
It was reported that, "when the balloon was inserted into a certain section, it got stuck and could not be inserted again, so the balloon was taken out. After taking it out, it was found that the catheter inside the balloon was broken". A 2nd iab was inserted. No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that, "when the balloon was inserted into a certain section, it got stuck and could not be inserted again, so the balloon was taken out. After taking it out, it was found that the catheter inside the balloon was broken". A 2nd iab was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4)